Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked during a pre-test to place a foley catheter in the operating room for urinary catheterization and temperature control.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first one shows a top view of a 3-way catheter and syringe. The next photo zoom into the catheter's funnel and the deflated balloon. The third photo show the catheter's cap with the lot ngjn1792 printed on it. The last picture is of the tray label in country's native language. Lot number myjs4679. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 2 min and 40 seconds with no issues or cuffing. The reported event was not confirmed. The reported event is unconfirmed; therefore, a risk, label and device history review are not required. No root cause could be found because the reported event was unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked during a pre-test to place a foley catheter in the operating room for urinary catheterization and temperature control.